Event description:
The customer stated the rubella calibration failed with error code 111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate asked the customer to clean the optical line, ultracentrifuge calibrator 1 and recalibrate. The customer performed the recommended troubleshooting and the issue was resolved. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.